Event description:
The patient had four resolute integrity drug eluting stents implanted without any issue reported. However, it was reported that post implant the patient presented with symptoms of allergic reaction including dizziness, ringing in ears, balance issues, nausea, tingling in toes and palms, joint pains, chills and blood pressure fluctuation. It was reported that patient arteries are clear and there is no scar tissue observed. It was reported that patient has been seen by several specialists; however, symptoms persist.

Manufacturer narrative:
Evaluation results: inherent risk of procedure-allergic reaction. No results available since no evaluation performed. Evaluation conclusion: inherent risk of procedure-allergic reaction. Unable to confirm complaint. (B)(4).

Manufacturer narrative:
Evaluation results: patient¿s condition contraindicated use of device (patient has been confirmed as been allergic to cobalt). Evaluation conclusion: device failure related to patient condition (patient has been confirmed as been allergic to cobalt) FDA reference # (B)(4).

Event description:
Additional information received confirms that the patient has had a positive patch test to cobalt. The medtronic resolute integrity stent is made from a cobalt alloy. The patients symptoms include; muscle pain, headache and heat and cold intolerance.